Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a patient had a colonoscopy procedure and was admitted due to rapidly progressive dementia and colon thickening on CT scan. After 2 days, the patient was tested positive for creutzfeldt-jakob disease (cjd). This colonovideoscope was then isolated immediately. A study was conducted and was found out that two other patients had colonoscopies performed with the same colonovideoscope within that 2-day span. Additional information was requested but not available at this time. There were no reports of patient harm for the exposed patients. This report is 2 of 2, for the exposed patients.